Event description:
It was reported the pt was unable to adjust their stimulation using the pt programmer. The programmer lights would not go out and stayed on at all times. The device had not gotten wet or been dropped. A new battery was tried without success. The device was returned to the manufacturer.

Manufacturer narrative:
Analysis results pertain to programmer model 7438 listed. Final device analysis results reveal - y2 crystal bad.